Event description:
It was reported that during the implant procedure, rv lead was dislodged when the guidewire hook-up the rv coil during ra lead implant. Physician noticed on fluoroscopy that something was coming out of the rv coil. Rv lead was removed and a wire was noted to be coming out from the rv coil. A new rv lead was implanted. Patient was discharged post-procedure.